Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5169459.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 5/1/2025.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported by the parent via maude that the pediatric patient experienced inaccurate cgm values. This report is 2 of 2 hypoglycemic events reported via maude report mw5169459 on 05/01/2025. The patient uses insulet omnipod5 in modified closed loop and experienced weakness and disorientation. According to the attachment, the cgm was 121 mg/dl while the bg was 39 mg/dl. The reversal of hypoglycemic shock was not specified; however, the event was described as life-threatening. The child was noted to have ptsd from fear of nocturnal hypoglycemia, as a result. A similar episode was noted to have occurred when the cgm was 100 mg/dl and bg was 42 mg/dl. Please see related sr. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report is 2 of 2 hypoglycemic events reported via maude report mw5169459 on 05/01/2025. Related records: (B)(4).